Event description:
It was reported that a cadd® cadd-prizm® vip system experienced occlusion issues. There was no reported patient involvement.

Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition with damaged back labels. Customer's complaint of wrong cassette error was verified. The event log did show wrong cassette error. Service found fluid ingression and corrosion around downstream occlusion sensor. Service will replace the downstream occlusion sensor. Use testing was performed. The problem source fluid ingression caused by the user.